Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that when she is blousing, the pump freezes. The customer stated that she had to remove the battery to bolus and the buttons are sticking and are unresponsive. The customer stated that she had it on the pump clip and it randomly vibrated and read no delivery or button error when it is not being used. The customer was unable to troubleshoot during the time of call. The customer did not want to return the set and reservoir for analysis.